Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two related repots and the related report number is 3004939290-2021-02400.

Manufacturer narrative:
As reported, two (2) 6f/7f mynxgrip vascular closure device (vcd) ruptured even if there was no calcium present. There was no reported patient injury. The product was not returned for analysis. A product history review of lot f2122501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. This is one of two related repots and the related report number is 3004939290-2021-02400.

Manufacturer narrative:
This is one of two devices associated with the reported event but the report numbers are not yet available. They will be indicated on the related report. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two (2) 6f/7f mynxgrip vascular closure device (vcd) ruptured even if there was no calcium present. There was no reported patient injury. The devices will be returned for evaluation.